Event description:
This senior medical surveillance specialist spoke with the patient regarding her 2009 complaint. The patient, who is an rn, clarified and confirmed information given to a customer care advocate (cca). The patient alleged that her onetouch ultra2 meter would not power on despite having replaced the battery; however, she cannot recall the date the issue began, and she was using test strips that expired march 2009. Thinking the pharmacy would provide another meter, the patient did not immediately contact lifescan. The month prior, in the morning, allegedly after the product would not turn on, the patient began sweating. The patient self treated with orange juice and felt better. The patient has continued taking her daily metformin and micronaise although she has not been testing except for one or two occasions when she used a friend or relative's meter. Because the patient alleged she was unable to test due to a power issue and later became hypoglycemic, the complaint is reported. A cca replaced the products.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.